Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised physio-control that he was initially able to duplicate the reported issue; however, after the initial testing he was unable to duplicate the issue any further. Physio-control provided the biomedical engineer with technical assistance. The biomedical engineer later advised that he replaced both the power pcb assembly and the device's battery pins as a precaution. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had powered off by itself after being bumped during a recent event involving a patient who was being monitored. Medical personnel were able to power the device back on, but decided to obtain a backup device instead. The backup device was then used to continue care for the remainder of the event. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were available.